Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image interference and sometimes it does not clear up. The issue occurred during a therapeutic left hemicolectomy procedure. The procedure was completed with the same device. No patient harm reported.

Event description:
It was reported the subject device had image interference and sometimes it does not clear up. The issue occurred during a therapeutic left hemicolectomy procedure. The procedure was completed with the same device. No patient harm reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.